Event description:
The technician from the home care provider reported that during a routine filling process, the quick connect froze open resulting in liquid oxygen leakage. The technician was not injured. However, a serious injury is likely to occur should this malfunction recur. The specific mark reservoir on which the quick connect malfunctioned is unknown. However, the quick connect was returned for co's evaluation.